Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient was hospitalized for diabetic related kidney failure. Once at the hospital the patients pod was deactivated. The patient was treated with intravenous fluids of insulin. No further information has been provided as to this event.